Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017 due to multi system organ failure. On (B)(6) 2017 the patient was urgently implanted with the left ventricular assist device (lvad) due to progressive heart failure. Right ventricular assist device (rvad) and inhaled nitric oxide for right ventricular failure were required intraoperatively. When brought to the cardiothoracic intensive care unit, the patient was vasoplegic on high dose vasopressors. The patient was also coagulopathic which required multiple blood transfusions. The patient had bleeding from an unknown site. The patient returned to the operating room for mediastinal re-exploration and washout the night of (B)(6) 2017. The patient continued to have progressive cardiogenic shock with biventricular support and worsening lactic acidosia and hyperkalemia despite continuous renal replacement therapy (crrt). The decision was made to withdraw support. The patient expired on (B)(6) 2017. The patient¿s expiration was reported as related to therapy issues associated with lvad use. It was reportedly not considered to be related to the pump itself. The device would not be returned.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. Heart failure and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.